Event description:
The patient presented with redness and soreness at the pump pocket site and possible infection. The pump and catheter and were replaced. It was stated that the patient recovered without sequelae. The results of any cultures obtained were not known. The pump contained lioresal 2 ,000.0mcg/ml, 724.3mcg/day. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(4), lot# serial# (B)(4), implanted: (B)(6) 2009, product typ catheter. (B)(4).